Event description:
It was reported that the sys 2800 intermittantly table motion would tilt or lock up. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The table potentiometer p3 was found to be defective and replaced. The system was tested and found to be working as intended and placed back into svc.